Event description:
It was reported that during an open colon resection, the product was fired normally afterwards operation was completed. However, in the x-ray taken in the post-op controls, the pin piece of the product was seen inside the patient, and then the patient was operated on again, and the piece was removed. In this way, it was determined that the plastic in the slot of the retainer pin in the lower anvil of the product was broken and it has fell from its slot. There was no delay to the surgery.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: were there any difficulties with the device during the procedure? No. Can more detail or a photo of the component that was left in the patient be provided? No. Were than any difficulties in loading the cartridge? No. Were there any difficulties in clamping the cartridge in place? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 03/28/2023 additional information: the device was sent to cincinnati for additional evaluation. Pc-(B)(4) was received in cincinnati, oh for additional analysis. The complaint description and independencia pi lab analysis states that the clamp pin fell out of the device and the anvil shroud was broken. The intent of the additional analysis in cincinnati was to determine if a root cause for this pin dislodgement and broken component could be determined. The loose clamp pin was analyzed and found gouge marks on the pin, like the prior pi lab analysis. These gouges can occur during clamping the device, which if clamped on thicker than indicated tissue or a hard object may make these gouge marks deeper. A control device was analyzed that had just been clamped with no tissue on a reload and resulted in similar gouge marks. Therefore, it does not appear these gouge marks are abnormal. The anvil shroud was found to be broken in the area that the clamp pin press fits into. The clamp pin is press fit into this hex hole of the anvil shroud and this fit is what maintains the pin assembly into the device. Clamping forces are not directly applied to this plastic component, rather they are directed into the metal anvil channel. However, clamping the device with only one side of the pin in the closure trigger, could result in un-even loading and stress these components. In addition, mishandling of the instrument is also possible to contribute to breakage of plastic components ¿ such as dropping the device. No other visual markings were observed that can conclude a likely cause of the component breakage and pin dislodgement. However, it is plausible that improper handling could have contributed to this device issue. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 02/03/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with the anvil shroud broken at the pivot pin area and no reload present. The pivot pin was returned inside of a plastic bag. The damage found on the anvil shroud would allow the pin to freely slide out. In addition, marks on the pin were noted. No functional test could be performed due to condition of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 01/05/2023 d4: batch # 512a80 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with the anvil shroud broken at the pivot pin area and no reload present. The pivot pin was returned inside of a plastic bag. The damage found on the anvil shroud would allow the pin to freely slide out. In addition, marks on the pin were noted. No functional test could be performed due to condition of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 03/31/2023 h11: corrected data = h6